Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had went to the emergency room (ER) for hypoglycemia. The patient's blood glucose levels dropped to 16 mg/dl while wearing the pod between 36 and 48 hours. Symptoms reported include foaming at the mouth, eyes rolling, shaking and feeling cold; patient also reported going into shock. The patient was treated at the ER with a glucagon shot, juice and food; additionally, blood was drawn and x-rays were performed. Patient was also prescribed long acting insulin but has yet to administer. The patient was released after spending 3 to 4 hours in the ER.